Manufacturer narrative:
The report event of high impedance was confirmed. Analysis of the return lead found a kink/fracture on the outer tubing where all internal wires were broken. The fracture was consistent with an overstress condition or sudden event the lead may have been subjected to while still in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation due to high impedances. Surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was established.